Event description:
Procedure unk. Patient sex: unk. Reportedly, on the first fire, some staples in the tip of staple line were not formed. The surgeon then treated with another instrument and opened a small incision to oversew the tissue.